Manufacturer narrative:
Ous MDR - the lead itself was found dissected in two parts. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The analysis of the lead fragments demonstrated a rubbed through insulation. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to abnormal mechanical stress in the implanted state. The interaction with the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant duration of about 2 years, this lead was explanted due to a lead fracture. The exact implant and explant dates were not provided. No adverse patient side effects have been reported.